Event description:
It was reported that blood cultures were positive for bacterial infection. Bacteremia was identified but the source of infection was unknown. The patient had a fever and went to an outpatient clinic. The patient's inflammatory response was surging, which led to emergency hospitalization. A liver enzyme test was performed, and aspartate aminotransferase (got/ast) was 387 units per liter (u/l) and 432 u/l on (B)(6) 2024. It was also reported that the patient had hepatic dysfunction due to sepsis. It was discovered unexpectedly during a blood sampling test conducted during a fever examination. Antibiotics were administered intravenously to the patient and the inflammatory response, and the fever normalized. There had been no recurrence since then. The plan of care was continuous administration of oral antibiotics. The hepatic dysfunction was not determined to be related to or caused by the device or device therapy. No treatment for hepatic dysfunction was carried out. The patient's condition improved during follow-up. It was noted that the treatment for the infection seemed to be the cause. The patient would continue with follow ups.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b2: outcomes corrected section d1: brand name was corrected section d4: model and catalog numbers corrected section e1: reporter phone number and email were not available manufacturer¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists infection and hepatic dysfunction as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ also lists infection as a potential late postimplant complication. The heartmate 3 patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.